Event description:
A report was received that the patient was experiencing inadequate stimulation following a fall. It was unknown if the fall was device related. The patient underwent an ipg replacement procedure. No further information could be obtained.